Event description:
Event verbatim [preferred term] burnt on one spot/ only 1 burn on the lower right hand side/ blister the size of the half dollar/ pain [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip, device lot number s23842, expiration date mar2020), via an unspecified route of administration from an unspecified date for when his back hurt him. Relevant medical history and concomitant medications were not reported. He only wore the heatwrap for six hours. The patient experienced burnt on one spot, only 1 burn on the lower right hand side, has a blister the size of the half dollar, and is in pain on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Consumer alleged burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. It was reported that further investigation was not required. Final confirmation status was reported as not confirmed.

Event description:
Event verbatim preferred term: burnt on one spot/ only 1 burn on the lower right hand side/ blister the size of the half dollar/ pain. [Burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip, device lot number s23842, expiration date mar2020), via an unspecified route of administration from an unspecified date for when his back hurt him. Relevant medical history and concomitant medications were not reported. He only wore the heatwrap for six hours. The patient experienced burnt on one spot, only 1 burn on the lower right hand side, has a blister the size of the half dollar, and is in pain on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (28sep2017): this contactable consumer reported by way of investigation results. This male patient used thermacare heatwrap (thermacare lower back and hip) (device manufacture date: 11apr2017 to 14apr2017). The investigation performed on (B)(6) 2017 revealed that the visual inspection of a retain sample included one carton and the two pouched wraps inside and showed no obvious defects. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec 23451, effective: 28-nov-2016. There were no wrap attribute or variable defects recorded for the batch that would affect wrap temperature. The shift production transition notes were reviewed. There were no issues during manufacturing in the heat pack maker that would affect wrap temperature. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. The root cause category is non-assignable (complaint not confirmed). Consumer alleged burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. It was reported that further investigation was not required. Final confirmation status was reported as not confirmed.